Event description:
The pump was returned for investigation. Investigation revealed that the display was found to be dim/pink. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was worn. Evaluation also revealed that the pump case was cracked at top-right corner. A leak test was performed and a leak was found from pump case seal. The pump was opened to check for moisture and evidence of internal moisture was found. A dim pink display screen was observed. (B)(6).